Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received noted that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead impedance further spiked higher. The other parameters were in line with previous test. No changes were made. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead was noted with an abrupt rise in rv lead impedance and rv threshold. No changes were made. The patient was stable.